Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient underwent mesh revision on (B)(6) 2009 and mesh removal on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat uterine prolapse and stress urinary incontinence concurrently with fractional dilation curettage. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 for removal of mesh that was coming through the vaginal wall and the removal of scar tissue. On (B)(6) 2011 the patient underwent a surgical procedure for mesh repair. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2011.